Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) turned off. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h11 a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) turned off and error code 118 was logged in fault code. There was no patient harm or injury reported.